Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 10 years and 3 months post implant of this bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that a transcatheter valve was implanted valve-in-valve due to stenosis of the bioprosthetic valve. Notify date updated to (B)(6)2017. If information is provided in the future, a supplemental report will be issued.